Event description:
As reported from our affiliates in (B)(6), this was a case of a 26mm sapien 3 ultra transcatheter heart valve by transfemoral approach. As reported, near the iliac bifurcation/ilica fem, a difficult vascular situation was faced. The valve could not be guided through the esheath and got stuck. The esheath was removed complete with the delivery system and the valve. No injury happened to the patient. Procedure concluded successfully and patient was stable. Preliminary device evaluation showed that one strut was found bent outwards and one inward in the inflow aspect.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Valve was returned crimped on the delivery system while inserted through/protruding out of torn sheath shaft. The returned device was visually inspected, and the following was observed: crimped valve: one (1) strut bent outwards at inflow. Expanded valve: valve frame canted/deformed. Multiple struts exposed through skirts, normal after crimping. Leaflets wrinkled and dehydrated, likely due to prolonged crimped state. Post-procedural photos were provided, and the following was observed: valve crimped on the delivery system and inserted through esheath appeared to be protruding through torn sheath liner. The complaint for frame damage was confirmed based on returned device evaluation. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment was previously initiated to investigate and assess the risks associated with frame damage. To address the issue, a corrective and preventative action (CAPA) was initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. As reported, "near the iliac bifurcation/ilica fem, a difficult vascular situation was faced. The valve could not be guided through the esheath and got stuck." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "in expectation of high friction, use short movements." As confirmed via additional received information, patient had calcified and tortuous vessels. The presence of calcification and tortuosity can create a challenging pathway for delivery system advancement through sheath leading to resistance and high push force. In this case, it is possible that excessive manipulation was used to overcome navigation difficulties, which can lead to the valve struts interacting with the sheath shaft, resulting in the bent strut seen at inflow and torn sheath, as reported. As such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.